Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. There have been no other similar complaints in the lot.. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient complained of difficulty seeing. The iol was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Product evaluation: the lens was returned in a plastic bag. Solution was dried on the lens. The lens is cut into pieces, typical of insertion and removal. Some portions of the cut lens appear to be crushed. One large optic portion has lens material missing from the edge. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).